Event description:
This lead was implanted on (B)(6) 1997 and capped on (B)(6) 20 12 due to low impedances and failure to capture. There were no patient symptoms. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)